Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion. Evaluation in process.

Event description:
It was reported that the patient underwent a procedure in the (B)(6) on (B)(6) 2012 to address scoliosis, utilizing the s-lok pedicle screw system. Subsequently, the patient presented with pain and images taken found evidence that one of the screws was broken and the rod was no longer seated within the uppermost screw on one side of the construct. Revision was performed on (B)(6) 2015, during which the hardware was removed and replaced with a competitor's product. It was also noted by the physician that there appears to be metallosis present.

Manufacturer narrative:
Engineering evaluation of the returned screw and radiographs provided noted that after review of complaint information, radiograph, and failed implant, it was noted that the bone screw subcomponent fractured at the area of the thread form transition from a cylindrical minor diameter to a tapered minor diameter, also referred to as "washout". After review of the aforementioned components and documents a definitive root cause could not be determined. Review of manufacturing history records found a total of (B)(4) pieces of this lot were released for distribution on may 3, 2010 with no deviation or anomalies. A five-year complaint history review did not reveal any previous reports of fracture for this part/lot. The reported issues are known risks of this procedure. Associated instructions for use (lbl-IFU-004) sure-lok pedicle screw system states under potential adverse effects: "5. Early or late loosening of any or all of the components", "6. Loss of fixation" and "7. Device component fracture". And under warnings: "3. Potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebrae, neurological injury, and vascular or visceral injury".